Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection at the device pocket/lumbar region. Symptoms included redness and swelling; date of on set of infection was indicated as (B)(6) 2012. Patient was hospitalized and started on IV and oral antibiotics. A culture from the device pocket confirmed this to be a clostridium infection. The total device system was explanted and was discarded. The infection was noted to have been resolved. Drug delivered via the device was hydromorphone.

Manufacturer narrative:
Catheter: model 8709sc, lot# h837706507, implanted: 2012 (B)(6), explanted: 2012 (B)(6).. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event detail. In addition to the already reported symptoms, the patient experienced a fever and pain. The patient had risk factors present prior to the implant of malnutrition or extremely thin. The onset of infection was previously reported as (B)(6) 2012 and later reported as (B)(6) 2012 so the exact onset date was unclear. There were also gram negative cultures obtained of the pocket infection. The patient also received perioperative antibiotics. A follow-up report will be sent if additional information becomes available.